Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead became dislodged. It was repositioned. No adverse pt effects were reported. As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional info related to this event available to the company at this time. If additional info becomes available, the event will be updated as necessary.